Manufacturer narrative:
On 7/12/2021, it was reported to mentor that the patient¿s date of removal was on (B)(6) 2021, replaced with non-mentor device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation was performed for the finished device 6937436 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding this event. Patient also presented with a double bubble phenomenon and a small right-sided breast mass. Coding has been updated appropriately. Mentor also became aware on (B)(6) 2021 that the date of implant was reported incorrectly initially. This field has been updated as well. Furthermore, this report actually refers to the patient¿s right-sided device, rather than the left side as initially reported. Manufacturer¿s reference number: (B)(4), date of implant updated. Incorrectly reported this event as pertaining to the patient's left side, but it actually refers to the right-sided device. Reference report number 1645337-2021-05521 for the left-sided events.

Manufacturer narrative:
On (B)(6) 2021, it was reported to mentor that the patient suffered chest injury on the left side and left side pain. The patient experienced bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3-sep-2021, mentor learned that the device was discarded and is not available for return. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a mentor memorygel breast implant 275cc and suffered from a capsular contracture and patient dissatisfaction with procedure outcome bilaterally and a rupture on the left breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the right side.